Event description:
It was reported via repair work order that the head end left siderail was malfunctioning due to damaged siderail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.